Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document that the patient had two (2) perfix plugs implanted (device 1 and device 2). The information is limited at this time and medical records have not been provided. This additional information does not change the initial determination, no conclusion can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 1). An additional emdr was submitted to represent the other bard/davol device. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per legal complaint: (B)(6) 2017 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol 3dmax and perfix plug (device 1). The patient is making a claim for an adverse patient outcome against the perfix plug (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: it is alleged by the patient attorney that on (B)(6) 2017 the patient underwent surgery during which two (2) unspecified bard/davol perfix plugs were implanted (device 1 and device 2).

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2017 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol 3dmax and perfix plug (device 1). The patient is making a claim for an adverse patient outcome against the perfix plug (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."